Event description:
Description of the incident: during an instrumental delivery for bradycardia in the baby, despite easy placement of the device and adhesion of the suction cup to the baby's head, during the maneuver performed by the obstetrician, the handle of the device became completely detached from the rest of the device, with the springs exteriorizing and one suction cup still in place. Current state of the patient: for the mother: prolongation of the extraction duration with increased pain, stress with post-traumatic anxiety, and other potential risks. For the baby: fetal distress in a newborn already experiencing bradycardia due to the prolonged extraction time, increased pain due to multiple vacuum repositionings requiring unusual medical intervention, probable post-traumatic stress. For the obstetric surgeon: risk of falling during the delivery procedure with a risk of the newborn falling.

Manufacturer narrative:
If additional information is received from the reporter, a supplemental report may be submitted. Complaints will continued to be monitored for trends.